Manufacturer narrative:
Ups bypassed, system operational without ups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment failed to turn on due to external ups issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.